Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide and endurant iis stent graft system were used for the endovascular treatment of a 53mm abdominal aortic aneurysm in a patient. The patient had a hosile aortic neck of diameter of 26-29 and length of 9-12mm. It was reported that during the index procedure that while articulating the heli-fx guide, it broke. It was noted that the heli-fx was being used in the treatment of a type ia endoleak in the endurant stent graft. As per the physician the cause of the event was product related as the guide wasn't over torqued and was used for 8 endoanchors until it broke. Another guide was used to resolve the event. As per the physician the cause of the type ia endoleak was anatomy related due to a short angled neck. No additional clinical sequelae were reported and the patient is fine.